Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. Customer. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the time of the call a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is within the month of (B)(6)2017. The meter memory was reviewed for previous test result history. (B)(6).